Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". No air noted and patient was not affected. Pump settings: res vol 42.6 ml, rate 2 ml/hr, given 49.45 ml.